Event description:
It was reported that the insulin pump was not working properly. The insulin pump alarmed during the rewind process. The current blood glucose reading is 320 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. A scratched display window and cracked battery tube threads noted.